Manufacturer narrative:
A ge service representative performed an onsite investigation. The rotation rollers were replaced and an oversized roller kit was ordered. No further service information was provided.

Event description:
The customer reported that the c-arm would make a banging noise when positioned vertically. No patient injury was reported.